Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the distributor on 11/22/2022:  1. Section a. Box 1. Patient identifier.  Evaluation of the returned pc400 confirmed that the embolization coil was detached from the pusher assembly, and the pusher assembly was not returned for evaluation. Further evaluation revealed that the sr component was fractured, and the embolization coil had offset coil winds. This type of damage may occur if the device is manipulated against resistance during use. The fractured sr component likely contributed to the coil detaching. The root cause of resistance during the procedure could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the a1 segment of the anterior cerebral artery using a neuron max 6f 088 long sheath (neuron max), a px slim delivery microcatheter (px slim), a penumbra coil 400 (pc400), and a non-penumbra catheter. During the procedure, the physician advanced the px slim into the target vessel using the neuron max and catheter. Next, while advancing the pc400 through the px slim, the physician experienced resistance and decided to retract the pc400. Upon retraction, the pc400 unintentionally detached and was stuck within the px slim. Therefore, the px slim containing the detached pc400 was removed from the patient. The procedure was completed using three non-penumbra coils, the same neuron max, the same catheter, and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.